Event description:
The customer reported a read image error. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The service engineer spoke to customer over the phone and suggested replacing the sensor cable. This fixed the problem. MFR cross-reference #: (B)(4).